Event description:
It was reported the anvil would not click onto the stapler during a panproctocolectomy with a formation of ileal pouch and dysfunctioning ileostomy. Another stapler completed case. No patient consequence.